Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their cystoflo solution set leaked. The location of the leak was not specified. There was no patient injury or medical intervention associated with this report. No additional information is available.